Manufacturer narrative:
Philips service replaced the x-ray pc and reconfigured the hard disks temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system reboots non-stop due to x-ray pc hard disk slot failure identified on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.